Event description:
It was reported that a lead integrity alert (lia) was triggered due to right ventricular (rv) coil high impedance. Left ventricular (lv) lead thresholds were increasing due to the rv coil failure. The patient was hospitalized and the rv lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.